Event description:
It was reported that pt was dislocating so dr placed a mdm for stability.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.